Event description:
It was reported that the user experienced hyperglycemia and hypoglycemia while using the ilet bionic pancreas and expressed a desire to return to a different pump; review of device reports indicated misuse of meal announcements, including announcing meals without eating and grazing on snacks without announcing a meal, which can impair algorithm performance. Symptoms included nausea. Outcomes included a highest glucose of 264 mg/dl, a lowest glucose of 44 mg/dl, and approximately three hours outside the target glucose range. Investigation included agent review of device data, user interview, and troubleshooting education regarding proper meal announcement practices and infusion set options. Investigation of this case revealed user-related use error in meal announcement and carbohydrate handling that adversely affected automated insulin dosing. It was concluded, based on previously established findings for similar reports, that the cause was user technique/use error.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.